Event description:
A hospital reported to our us office that while the rt235 breathing circuit was in use, a hole was found in the expiratory tube. The ventilator went into low ve briefly then leaking occurred but did not alarm audibly. Transient hypoventilation of patient resulted in desaturation and bradycardia, requiring ventilatory support from gas powered resuscitator. Patient responded to the treatment. The device was in use for 13 days at the time of the incident.

Manufacturer narrative:
We have requested the return of the device for investigation, but we are uncertain if it will be released to us. Results: we are still awaiting the return of the complaint device but based on the event description, the breathing circuit was in use for 13 days at the time of the incident. The user instruction supplied with the device specify that it is intended to be used for a maximum of 7 days. It was reported that the inspiratory tube was the one in a circuit hanger not the expiratory tube, suggesting that the hanger was not the cause of damage to the latter. Conclusion: failure cannot be confirmed at this time. Every breathing circuit is pressure tested for leaks during production and those that fail are rejected. The malfunction developed after this time.